Event description:
Voluntary medwatch received states valvular regurgitation was noted on the lead. No intervention or adverse patient consequences were reported.

Manufacturer narrative:
Sus voluntary even report was received. Medwatch: mw5155456.